Manufacturer narrative:
The reported issue was confirmed. The root cause identified was a failed tank harness. Unit alarmed 79. Replaced tank harness. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. The reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that sent in pictures of external damage to the shells of this device. It appears to be abrasion of the outer covers. Per sample evaluation results received on 04jun2024, it was reported that caster brake lock difficult to disengage. Unit alarmed 79 (non-recoverable system error) in decon and installed tank harness to correct.